Event description:
A physician reported that the microtip probe continued to spray saline irrigation fluid after the system foot pedal was no longer depressed. A welt developed over the operative site in the patient, that the physician was unable to aspirate.

Manufacturer narrative:
The reported device on this form was corrected from a microtip to a tx console. The console was returned and evaluated. Corrosion was evident on a reflux valve in the recess where the microtip catridge connects to the console. The valve was stuck and allowed flow of fluid through the microtip tubing without depressing the foot pedal to activate cutting power. The valve degradation was attributed to fluid ingress/contamination into that part of the console.